Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta 5.4mg tubes had air bubbles in the gel. No serious injury or medical intervention reported.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had air bubbles in the gel. No serious injury or medical intervention reported.

Manufacturer narrative:
MFR report #: 1917413-2018-01285 has been changed to the initial MDR submission of 2618282-2018-00358. The following fields were updated due to corrected information: d1: medical device brand name: bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. D2: medical device type: original entry: jka. D4: unique identifier (UDI) #: (B)(4). G5: PMA/510(k) #: k972075.